Event description:
It was reported that there was a drop-in blood pressure. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted. Later that day it was noted that the patient had a drop in their blood pressure. The physician performed a transesophageal echocardiography (tee) and determined that it was not cardiac related. The patient was doing well and was discharged home the next morning as planned.